Event description:
The patient reported communication issues between the implant and the external equipment. An advanced bionics representative met with the patient for device evaluation. The external equipment was replaced but the issue was not resolved. Explant surgery has been scheduled.